Manufacturer narrative:
No product was returned for evaluation. No radiographs or images were provided to confirm the event. The patient's post-operative physical activity is unknown. The root cause cannot be determined as review of the reported information stated that fusion was completed and no revision surgery is planned per surgeon's prerogative. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s),..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2019 a patient underwent an extreme lateral interbody fusion and a posterior fixation procedure at t10/s2. On an unknown date an implanted rod fractured at l5/s. Bone fusion was observed therefore no revision surgery is planned per the surgeon's prerogative.